Event description:
A healthcare professional reported had a complication with the phacoemulsification balanced tip which snapped in the patient's eye during cataract surgery (with intraocular lens implant). When removed the handpiece with the balanced tip from the eye it was in the red sleeve so when the red sleeve was removed half the tip fell off and had to use the wrench to remove the rest of the tip. No intervention was reported. Fortunately, the patient did not suffer any injury. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened broken phacoemulsification (phaco) tip without a wrench was received. The returned sample was visually inspected and was found to be non-conforming with broken at cone to cannula transition area. Breakage is slightly jagged. Back hole was observed to be slightly off center. Uneven wall thickness observed. Walls were observed to be thin with cracks on the one side of the cannula. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Four nonconformances were found for phacoemulsification broken tip and uneven wall thickness. This non-conformance could have potentially contributed to the reported event of broken phacoemulsification tip. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, due to an uneven wall thickness creaking a region at the thinner section. The uneven wall thickness is a known potential risk with the phacoemulsification tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to determine root cause of the broken phaco tip. Additionally, nonconformances investigation were completed for the related nonconformances identified on the nonconformance report. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).